Manufacturer narrative:
Submit date: 2017-09-21. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states a patient in sweden reports a nj tubing with unknown lot number was leaking by the connector. The patient managed to seal the leak and the tubing is still in use.